Event description:
Customer reported that she experienced high blood glucose. Customer complained about sensor reading discrepancies. Customer stated that the sensor is reading low but she is not and this issue has been occurring. Customer stated that her current blood glucose is 400 mg/dl but the sensor glucose reading is 257 mg/dl. Customer has noticed bent cannulas on previous sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.